Event description:
It was reported that the patient underwent a procedure on (B)(6) 2012 during which a 3.0x23 mm xience v stent was deployed in the proximal right coronary artery. Approximately 11 months post procedure the patient began experiencing a rash all over his body. The patient's medication was changed temporarily from plavix to another medication without relief. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: estimated. There were no reported product deficiencies. The reported patient effects of hypersensitivity/allergic reaction is listed in the xience v everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.